Event description:
It was reported that the lead dislodged and the patient felt good at time of dislodgement and chose to wait for repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.